Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the sponge from the biopsy cap came out of the cap and got stuck within the channel of the scope. The sponge was retrieved from the scope using naviflex. The procedure was completed using another rx locking device and biopsy cap. There were no patient complications reported as a result of this event.